Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error alarms during rewind. The customer¿s blood glucose was 100 mg/dl at the time of incident and current blood glucose was 262 mg/dl. The customer was assisted with troubleshooting. Customer was able to successfully clear the alarm. Customer was unable to complete insulin pump rewind. The device will be returned for analysis.

Manufacturer narrative:
Device alarmed insulin flow blocked during the basic occlusion test and failed the prime/seating test due to dried insulin on the motor slide. Unable to perform the displacement, rewind, basic occlusion, force sensor and occlusion test due to unexpected insulin flow blocked alarm. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.